Manufacturer narrative:
Device evaluated by manufacturer. Synergy, mr, ous 3.5 x 38mm stent delivery system (sds) was returned for analysis. A visual examination found stent damaged on the distal side with struts distorted and stretched over the bumper tip. The stent od (outer diameter) taken at the undamaged proximal side was measured and is within specifications. The balloon cones were reviewed and no issues were noted. The stent crimp force, the crimp temperature and the crimp duration for the device were reviewed and all are within the specified range. Reviewing these specified parameters against the batch records for the crimped unit, there are no anomalies evident. The review of the associated batch records for this device showed the maximum crimped stent profile measurement. The product stent protector was not returned for analysis with the device. Based on the specified stent protector profile and the max crimped stent profile, there is no issues to note with the interaction between the two components. A visual and tactile examination of the hypotube profile found hypotube kinks along the catheter length. A visual and tactile examination found no issue with the extrusion. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. During unpacking of a 3.50mmx38mm synergy drug-eluting stent, it was noted that the stent struts were damaged. The procedure was completed with another of the same device. The patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. During unpacking of a 3.50mmx38mm synergy¿ drug-eluting stent, it was noted that the stent struts were damaged. The procedure was completed with another of the same device. The patient's status was stable.